Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l3-4. It was reported that the vertebral bodies eroded due to infectious spondylitis and vertebral instability increased. A revision surgery was performed and all of the screws at l3-4 were removed due to loosening. The cages were left in place and the inflamed area was resected and irrigated. Pedicle screws were added at l1, l2 and l5. No additional patient complications were reported.